Event description:
On (B)(6) 2014, the lay user/ patient contacted lifescan (lfs) alleging his onetouch ultra meter read inaccurately high compared to his feelings/ normal blood glucose results. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began around (B)(6) 2014 or (B)(6) 2014. The patient did not specify results obtained with the subject meter. The patient manages his diabetes with insulin (type/ amount not specified). Based on the reported issue, the patient reportedly administered himself humalog insulin (amount not specified). The patient claimed he developed symptoms due to the reported issue; however, specifics symptoms were not provided. Treatment in response to his alleged symptoms was also not specified. The patient denied testing with another device. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement. The patient did not have control solution to perform quality control testing. Replacement products were sent to the patient. This complaint is being reported because, the patient reportedly may have developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.